Manufacturer narrative:
Sections a5 (ethnicity) and a6 (race) are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cpsa c9 device was inserted into the right femoral artery in a 63-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a pump stop due to suspected clot. The impella was removed with a new impella placed the following day. The post-procedure outcome is survived at explant. The impella functioned as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report.

Manufacturer narrative:
Pump stop: the cause of the issue was not established as no product or logs were returned for analysis. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details.